Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a low blood glucose (bg) of 40 mg/dl. Customer consumed carbohydrates to address the bg level. Additionally, the pump time and date was incorrect, cause was unknown. Reportedly, during troubleshooting with tandem technical support, the customer corrected the time and date and continued to use pump for insulin therapy.